Event description:
Did not open/close properly. Attempted to reseat or change cartridge with no success. Removed from field and replaced with a different lot number which worked as expected. Isolated.